Event description:
The customer stated an architect i1000sr analyzer generated a false positive result for one patient sample. The customer had a previous negative (B)(6) result. Confirmation testing was not performed. The patient also generated a (B)(6) result when the previous antigen result had been negative. The false positive result was not reported outside the laboratory, and there was no adverse impact to patient management reported.

Manufacturer narrative:
The customer stated an architect i1000sr analyzer generated a false positive anti-hbs result for one patient sample. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No confirmatory testing was performed as per package insert requirements. In addition, the lot number for this complaint is unknown and no further information is availablr from the customer. Tracking and trending did not identify any adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, arch anti-hbs, list 07c18, that has a similar product distributed in the us, arch ausab, list 1l82. A follow up report will be submitted when the evaluation is complete.